Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 400cc mentor memorygel breast implant and experienced capsular contracture, baker grade 3-4 on the right side post-operatively, which was confirmed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 400cc mentor memorygel breast implant and experienced capsular contracture, baker grade 3-4 on the right side post-operatively, which was confirmed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2021.